Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an inoperable graphic user interface (gui). There was patient involvement; however, the patient outcome information was not provided. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running a ground isolation check, extended self test (est), short self test (sst), and performance verification test (pvt), then exercising for 48 hours on a test lung for any repeats. Covidien was not authorized to evaluate the device. The customer reported to have not duplicated the alleged malfunction.